Manufacturer narrative:
Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. Unit received with blank display due to corroded battery tube. No moisture damage found inside the pump. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is fluid in battery compartment. Customer stated that the battery cap is corroded. Customer stated the event happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.